Event description:
The system 5000 esu was used for a right lung lobectomy. The procedure was 3 1/2 hours long. The settings were cut 0, coag 60, bipolar 0. The doctor described it as an esu burn, 1 degree demarcated in the shape of a butterfly and probably due to poor bovie pad contact. The system 5000 was tested by the hosp biomed and it tested out according to manufacturing specifications. It was put back in use by the hospital.